Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to charge or communicate. Upon evaluation, there was contamination on the connector pins. The cause of the inability to charge and communicate is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not charge.